Manufacturer narrative:
Event date estimated.

Event description:
It was reported via social media that a stroke occurred. A patient underwent a left atrial appendage (laa) closure procedure and a watchman closure device was implanted. Per patient advocate, the patient sustained a stroke. Despite bsc efforts, no further information is known at this time. This report will be updated should additional information become available.